Manufacturer narrative:
Batch review performed on 10-mar-2025: lot 1908642: (B)(4) items manufactured and released on 4-03-2020. Expiration date: 2025-02-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Additional device revised: batch reviews performed on 10-mar-2025: gmk-sphere 02.12.0006r femoral component sphere cemented size 6 r (k121416) lot 1906038: 68 item manufactured and released on 29-10-2019. Expiration date: 2024-10-15. No anomalies found related to the problem. To date, (B)(4) items (1 as 1906038a) of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.0512fr tibial insert fixed sphere flex size 5/12 mm r (k121416) lot 177445: (B)(4) items manufactured and released on 06-03-2018. Expiration date: 2023-02-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 4 years 9 months from primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon revised all medacta hardware and reimplanted permanent product. The surgery was completed successful.